Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon insertion and during aspiration of the sheath, air was noted to be going into the sheath through the sheath valve. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is not expected to be returned for laboratory analysis as it was disposed.